Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. No bends or kinks were observed in the exposed portion of the soft cannula, and fluid was able to flow through the fluid path with no signs of struggle. No evidence was found that would result in a failure of the adhesive pad to adhere; a root cause for the reported event could not be determined. The downloaded data returned timeouts in pulse widths during runtime, but did not alarm. These timeouts did not affect the function of the device as the pulse widths returned to normal after the timeouts occurring and the ratchet gear rotated as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 438 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient realized cannula was not properly seated in the infusion site (abdomen). Patient also reported adhesive was coming off and upon removal, the cannula appeared bent. As treatment, a manual injection was delivered.